Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had an oily substance that came out of the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU): IFU states that detection methods in tjf-q190v series operation manual chapter 3 preparation and inspection. IFU states that preventive measures in tjf-q190v series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.